Event description:
It was reported that information was received from a patient (pt) regarding an external device. It was reported that since 2 days ago their controller isn't working. Caller said the screen is just all black and unresponsive. Caller said that they got the implant charged up and then went to work and the controller was dead. Caller tried to recharge the controller but it wouldn't come on at all. Caller said they left it plugged into power overnight but still didn't come back on. Caller mentioned speaking to their manufacturer representative (rep) who said a replacement can be overnighted. Patient services specialist (pss) walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed controller is 10% and recharging and the implant is 30%. Pss reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. The troubleshooting steps that were taken on the call resolved the issue. The pt called back and said the screen is blank, and when they reset controller it comes back on the screen is frozen or the screen will go white, or says to replace battery pack. When pt tries to unlock controller the screen doesn't respond. Pt says the problem started about 2 months ago when they found it was hard to connect to charge. They said they later met with a rep "and it worked just fine of course then". They said rep was a "young girl" and they met with them on april 13th but they can't remember their name.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) h3: analysis of the device, model # 97745, s/n(B)(6) , revealed corrosion/liquid damage causing charging /connection issues and cracked case front. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.